Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a revision procedure. Wherein the ipg was replaced, and patient was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.